Event description:
Procedure type: laparoscopic colon. According to the reporter: everything connected appropriately and fired as anticipated. The knife blade cut through the tissue as normal and made appropriate tissue rings. However; the surgeon said that the staples did not form at all and thought that the anvil had pushed itself away from the stapler when fired. He opened a new stapler and recompleted the anastamosis. There was unanticipated tissue damage. There was no unanticipated tissue damage. There was no unanticipated extension of the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. There was no other manufacturer's reinforcement material used.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).